Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's clock battery was overdue, and the device was double beeping. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Cracked rear housing, damaged rear label and worn uso (upstream occlusion) seal. Performed functional testing. The customer's reported problem was duplicated. Found damaged rear label and damaged dso (downstream occlusion) nub. The cause was due to clock battery and dso sensor. Replaced rear housing assembly, rear label and dso sensor. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.